Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
The customer reported that the ventilator alarmed with low leak alarm. The customer contacted product support for repair assistance. The customer reported that the unit was not in use on a patient. The biomedical engineer performed performance verification test (pvt) and found that both flow sensors were faulty. The biomedical engineer replaced the flow sensor assembly and the unit passed (pvt). The unit is back in service.